Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and informed that quality controls (qc) shifted high on all levels for troponin I ultra (tni-ultra). The customer noted no errors at the time of the event, and recalibrated the cardiac methods. The issue was not resolved. The customer performed a lookback and observed tni-ultra discordant results for patient samples. Siemens dispatched a customer service engineer (cse) to the customer site. The cse performed an inspection and noted the following components were serviced and replaced: reagent probes, the probe transducer assembly, water pressure sensor, pump, can board, and utility pressure board. The customer has confirmed that if the analyzer is down for more than ten (10) minutes, all reagent packs are unloaded and placed in a refrigerator. New reagent packs were loaded to perform repeat testing, and the customer noted no discordant results. Siemens reviewed the information provided and can conclude that qc results were elevated post service, and the issue resolved when new reagent packs were loaded and recalibrated. The cause of falsely elevated tnih results is unknown. The instrument is performing according to the specifications. No further evaluation of this device is required.

Event description:
The customer obtained two discordant, falsely elevated, troponin I ultra (tni-ultra) results on an atellica im 1300 analyzer. The discordant results were reported to the physician(s). Repeat testing was performed with the new reagent packs and the same sample and instrument. The customer informs that repeat results matched the patient history, and has not issued any corrected reports. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tnih results.